Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas while remaining connected to the dexcom mobile application, indicative of a communication or connectivity issue between the glucose sensor transmitter and the ilet receiver component. Symptoms included no clinical symptoms or adverse physiological effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that disabling bluetooth on the phone until the ilet established connection was recommended to resolve the pairing conflict. It was concluded that the event was due to a device-use and interface issue related to bluetooth pairing competition between devices, and normal device function was likely once proper pairing steps were followed.